Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 400's mg/dl. The events leading to her admission was vomiting. The caller stated that she has not been using the insulin pump since being released from the hospital, and she has been on the back up plan. The customer stated that the battery cap was lost while staying in the hospital. The customer called back and stated that she has been experiencing high glucose since (B)(6) and would like to troubleshoot the insulin pump. Reviewed the time, date, and settings, and they were correct. Checked the alarm history and found three different error alarms occurred after the battery replacement. The customer does not feel comfortable and requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.